Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 5076-52, lead, implanted (B)(6) 2010; 694765, lead, implanted (B)(6) 2010. (B)(4)

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.